Event description:
12/22/97 at 1930: attempts at ivc filter placement unsuccessful due to failure of ivc filter to deploy properly, resulting in this device becoming lodged in the heart revisions surgical extraction.